Manufacturer narrative:
The component was not returned for evaluation. A review of the manufacturing DHR found no discrepancies.

Event description:
A total hip arthroplasty was revised due to repeat dislocation. Reportedly, the patient was non-compliant with post-operative medical direction.